Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that the broach handle was not functioning properly. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the device found several deep impaction marks and nicks all around the handle shaft and lever. This area is not intended to be impacted. The lever component was identified to be bent. Based on observations on the device, potential cause for the functional issues could be attributed to an improper use. Device was impacted several times on areas which are not intended to receive impaction forces causing damages to components. Proper handling of the device and correct following of the surgical technique will prevent the risk for this failure mode. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was performed, the overall lever mechanism was very tight and it was not able to be pulled and pushed accordingly. The complaint condition was replicated. The overall complaint was confirmed as the observed condition of the ant broach handle - l would not contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a date code was provided, which indicates that the device was manufactured on (8/15/2012). A manufacturing records evaluation (mre) was not performed since a valid finished good lot number was not provided for this device.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the broach handle was not functioning properly. Surgical delay is unknown.